Event description:
It was reported that during an implant procedure, there was an impedance on the port of the implantable pulse generator (ipg). The physician had to open and use a different ipg and all impedances were clear. The patient was doing well postoperatively.